Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) levels have been fluctuating between 20 and 600 mg/dl due to changes that were made to the pump settings by the customer's physician. Insulin injections and infusion site changes were made to address the bg levels. The customer was hospitalized on (B)(6) 2015 for elevated bg level (with large ketones) and diabetic ketoacidosis. The customer was treated with intravenous fluid/insulin and other intravenous medications to cover the low potassium. The customer was discharged on (B)(6) 2015. The customer's bg level had been lowered to 124 mg/dl. Per the customer's physician, the customer has disconnected from the pump until the bg levels have been stabilized.